Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to physical damage to the patient electrode multi pin connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During preparation for a lumbar radiofrequency ablation, the pins of the rf connector were damaged and the probes could be connected. The patient was on the table when the procedure was cancelled. There were no adverse patient consequences.